Manufacturer narrative:
The .014 palmaz blue peripheral stent system on aviator plus was unloaded when ¿throughing the bend¿ and the stent have been released after pushing. However, the stent was expanded without reaching the lesion and failed to cover the lesion site. The stent was not advanced to the lesion to the proper location. The procedure was completed by implanting another unknown shorter stent to cover the lesion after deploying the reported stent. There was no reported patient injury. The device was properly opened in sterile field. The procedure was a vertebral artery angioplasty with stent placement. The lesion had moderate calcification, no tortuosity, 70% stenosis, and was not a cto. There were no kinks or other damages noted prior to inserting the product the product into the patient and the device prepped normally. There was no difficulty removing the product from the hoop, removing the protective balloon covering, or removing the stylet or any of the sterile packaging components. The contrast to saline ratio was 1:1. An unknown indeflator was used and was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter was never in an acute bend. There was no difficulty in wiring or accessing the vessel. The site was pre-dilated prior to stent placement at 12atms (atmospheres) for 2 minutes with a 5cm balloon. The stent was 7x24mm and vessel size was 6.8mm. The stent did have good wall apposition when placed. Images submitted appear to show the patients left subclavian artery. An unknown stent has been deployed in the proximal left subclavian artery. The target lesion is unknown based on images reviewed. A guiding catheter is present but not optimally engaged with the vessel. Immediately distal to the deployed stent is an angular turn of approximately 80°. Some images were not as clear due to reduced contrast injection. The product was not returned for analysis. A product history record (phr) review of lot 82183094 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent inaccurate placement¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of moderate calcification and a rate of stenosis of 70% and procedural factors such as inadequate preparation of the lesion may have contributed to the reported event. According to the safety information in the instructions for use ¿the cordis palmaz blue .014 peripheral stent system is intended for use in the treatment of atherosclerotic disease of peripheral arteries below the aortic arch. The use of this product for procedures other than those indicated in these instructions is not recommended. Prior to use, the product should be examined to verify functionality and integrity. Generally, contraindications to percutaneous transluminal angioplasty (pta) are also contraindications for stent placement. Contraindications include but may not be limited to: patients with highly calcified lesions resistant to pta. Warnings patients with highly calcified arterial lesions highly resistant to pta may not be suitable for this implant.¿ this product is not indicated for use above the aortic arch therefore this is considered a violation of the IFU and as such, off-label usage. Neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, the .014 palmaz blue peripheral stent system on aviator plus was unloaded when ¿throughing the bend¿ and the stent have been released after pushing. However, the stent was expanded without reaching the lesion and failed to cover the lesion site. The stent was not advanced to the lesion to the proper location. The procedure was completed by implanting another unknown shorter stent to cover the lesion after deploying the reported stent. There was no reported patient injury. The device was properly opened in sterile field. The procedure was a vertebral artery angioplasty with stent placement. The lesion had moderate calcification, no tortuosity, 70% stenosis, and was not a cto. There were no kinks or other damages noted prior to inserting the product the product into the patient and the device prepped normally. There was no difficulty removing the product from the hoop, removing the protective balloon covering, or removing the stylet or any of the sterile packaging components. The contrast to saline ratio was 1:1. An unknown indeflator was used and was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel or crossing the lesion. The catheter was never in an acute bend. There was no difficulty in wiring or accessing the vessel. The site was pre-dilated prior to stent placement at 12atms for 2 minutes with a 5cm balloon. The stent was 7x24mm and vessel size was 6.8mm. The stent did have good wall apposition when placed. Images submitted appear to show the patients left subclavian artery. An unknown stent has been deployed in the proximal left subclavian artery. The target lesion is unknown based on images reviewed. A guiding catheter is present but not optimally engaged with the vessel. Immediately distal to the deployed stent is an angular turn of approximately 80°. Some images were not as clear due to reduced contrast injection. The device will not be returned for evaluation as it was implanted in the patient.